Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) ,of a high grade stenosis, using a kissing balloon technique (kbt), the physician decided to use two (2) powerflexpro 8mm x 4cm 80 balloon catheters (bc) for each side/lesion. The insertion went well, but both balloon catheters burst at 8 atm. The products were removed successfully. The physician then used two (2 each) powerflexpro 8mm x 4cm 135 balloon catheter for each side. The balloon catheters were inflated separately, but both burst at 5 atm. Both products were removed successfully. The lesions were treated successfully using other devices. There was no reported patient injury. There was no reported resistance/friction noted during insertion of the devices and no problem noted in crossing/accessing the target lesions. Two (2 each) 5 fr. Si brite tip catheter sheath introducers (csi's) were used. There was no problem reported with the sheaths used. Both lesions treated were reported to be high grade lesions/stenosis. No other information has been provided. One non sterile catheter powerflexpro 8mm x 4cm 135 was received coiled inside a plastic bag. Balloon appears as if it was previously inflated and deflated. No other anomalies were noted along the device. A leak test was performed and a pin hole was found near the proximal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching and abrasion; internal surface showed no anomalies. This balloon pin hole exhibited no other surface anomalies that could have caused the failure. Proximal marker band showed no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed through failure analysis. With the limited information provided it is not possible to determine an exact cause for the reported incident; however review of the analysis suggests that the balloon came into contact with an abrasive surface, possibly lesion calcification. There is nothing in the reported information the analysis or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. This is one of four products used during the same procedure. Please reference MFR. Report # 9616099-2012-00610; # 9616099-2012-00611; 9616099-2012-00612; and # 9616099-2012-00613.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) using a kissing balloon technique (kbt), the physician decided to use two (2) powerflexpro 8mm4cm 80 balloon catheters (bc) for each side/lesion. The insertion went well, but both balloon catheters burst at 8 atm. The products were removed successfully. The physician then used two (2 each) powerflexpro 8mm4cm 135 balloon catheter for each side. The balloon catheters were inflated separately, but both burst at 5 atm. Both products were removed successfully. The lesions were treated successfully using other devices. There was no reported patient injury. There was no reported resistance/friction noted during insertion of the devices and no problem noted in crossing/accessing the target lesions. Two (2 each) 5 fr. Si brite tip catheter sheath introducers (csi's) were used. There was no problem reported with the sheaths used. Both lesions treated were reported to be high grade lesions/stenosis. Additional information including target lesion/lesion characteristic information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report #s 9616099-2012-00610, 00611, 00612, and 00613.